Manufacturer narrative:
The device has not been returned; therefore, a failure analysis is not available and the cause of the tip detachment is undetermined. A search of the complaint database revealed no add'l complaints recorded for this lot. The march 2008 15-month jagwire product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.

Event description:
A jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography procedure in 2008. According to the complainant "while withdrawing the wire, it was noticed that the hydrophilic tip of the wire ha(d) peeled off. The peeled tip was removed from the [common bile duct] and [the] procedure was completed with a separate wire [MFR unk]." No pt complications were reported as a result of this event.